Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5090136 it was reported that a female patient underwent an unknown breast surgery with unknown silicone breast implants which the patient reported was diagnosed with fatty liver disease. Feelings of depression, anxiety, panic attacks, feeling like dying or wanted to die. Constant nausea and increased food sensitivities. Diarrhea and stomach pain. Urgency to urinate all day long. Headaches and muscle and joint pain, ringing in ears, tightness of throat, swollen lymph nodes in neck. Breast pain and numbness, tingling in fingers and toes. Visual and auditory disturbances, mood swings, heart palpitations and shortness of breath, abdominal pain, constant mild fever, sinus infections and inflammation, forgetting words, how to spell correctly, not recognizing my own street at night paranoia, fear of everyone, constant joint and muscle pain in neck and back. As a result patient had the implants removed on (B)(6) 2019. This report is for the right side.